Event description:
A pt reported that their surestep test strips were cut off center, but did not have any symptoms. A reading of 154 mg/dl is documented, but unknown when that test was done. There was no medical intervention or treatment given. No further info has been reported.